Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset for the peritonitis. It was reported that the peritonitis was manifested by abdominal discomfort. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available.